Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Please see related medwatch for the ev1000 monitor 2015691-2016-03012.

Event description:
It was reported that during use with an ev1000 monitor and a flotrac sensor, the values displayed on the screen were frozen for eight hours. The stroke volume was displayed and the colored targets remained visible, indicating that the values were live data. The patient¿s vital signs continued to record and monitor and the map (mean arterial pressure) was displayed on the patient¿s bedside monitor. The customer tried to resolve the issue, however, error message ¿databox disconnected¿ was observed and the databox remained connected at all times. An edwards representative was informed of the issue and went to the hospital to try and troubleshoot. When the representative attempted to do an engineering download error message ¿unable to download data¿ was observed. There was no allegation of patient injury.